Manufacturer narrative:
H4 - device mfg date: corrected. H3 and h6. Codes: updated. Device analysis: the customer reported complaint of downstream occlusion (dso) seal delaminating was confirmed through visual inspection. Further inspection revealed the lcd lens was cracked. Replaced dso seal and lcd lens. Software updated. Unit reset to standard configuration. The device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion dso sensor. There was no patient involvement.